Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Pin gage testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out of specification. This may have resulted in a suboptimal connection with the lead terminals, but could not be confirmed as the cause of the clinical observations.

Event description:
Boston scientific crm received information that this device was explanted due to suspected damage to the device header or setscrews. High pacing impedance measurements were observed via the latitude system on both the right ventricular and left ventricular leads. The patient was brought in to the physician's office for troubleshooting and when the left ventricular lead was programmed to a different configuration that did not involve the right ventricular lead, all left ventricular lead measurements returned to within normal limits. A system revision procedure was performed to assess the system. No lead issues were found, therefore, it was suspected that this device was the cause of the out of range impedance measurements and it was explanted and returned for analysis. No other adverse patient effects were observed.